Manufacturer narrative:
This lead is currently in possession of the explanting hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead insulation was damaged during a laser extraction of another lead. This lead was then explanted and replaced in order to restore critical therapy to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing determined that the lead damage was attributed to induced damage during the explant procedure.

Event description:
This report is being filed to update the additional MFR narrative field with analysis results.